Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) and stopcock had disconnection issues. The following information was provided by the initial reporter: 6/3/25 - IV disconnecting issues. Additional information received from the customer: impacted lot number: unknown. Were there any adverse events associated with this incident? Potential patient safety and infection risk.

Manufacturer narrative:
The customer reported multiple complaints. One sample and one photo were received for quality evaluation. The sample submitted was visually examined and there were no damages or abnormalities to the sample. The sample was primed with water and observed for any component damage - leak. There were no indications of component damage through the sample submitted. The photo received shows two stopcock connections that are disconnected, with blood within the fluid paths, however, the photo does not depict any of the components in the photo being damaged. The customer complaint of component damage - leak could not be confirmed. A root cause for the reported issue was not determined because the failure reported could not be duplicated. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.